Event description:
It was reported to boston scientific corporation on (B)(6) 2023, that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the jejunum for pancreas carcinomina treatment during a gastroenterostomy procedure performed on (B)(6) 2023. During the procedure, the stent first flange could not be deployed. The physician attempted to deploy the second flange; however, the stent fully deployed into the stomach. The patient underwent a surgery to remove the stent and address the punctre site. No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fully recovered. Note: it was reported that the axios stent was placed for a gastroenterostomy procedure. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement transgastric to the jejunum.

Manufacturer narrative:
Imdrf device code (B)(4) captures the reportable event of stent positioning issue. Imdrf impact code f19 captures the reportable event of surgery performed to remove the stent and address the puncture site.

Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf impact code f19 captures the reportable event of surgery performed to remove the stent and address the puncture site. Block h11: block h6 (device codes) have been corrected.

Event description:
It was reported to boston scientific corporation on february 13, 2023, that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the jejunum for pancreas carcinomina treatment during a gastroenterostomy procedure performed on (B)(6), 2023. During the procedure, the stent first flange could not be deployed. The physician attempted to deploy the second flange; however, the stent fully deployed into the stomach. The patient underwent a surgery to remove the stent and address the punctre site. No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fully recovered. Note: it was reported that the axios stent was placed for a gastroenterostomy procedure. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement transgastric to the jejunum.